Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on october 4, and during the procedure was used a set of omni scissors with a myosure scope prior to a myosure procedure. When the doctor removed the scissors from the scope to introduce the myosure device, the doctor noticed what looked like metal shavings in the cavity. The doctor inserted the myosure device into the cavity and removed the shavings from the cavity prior to resecting any tissue. The doctor used a second set of scissors to complete the procedure after the myosure portion was completed. The scope and scissors were inspected post-procedure and there did not appear to be any damage from what they could tell. The doctor was satisfied with the results of the myosure device removing any debris from the cavity; no debris was left in the cavity. Patient was fine and was not kept for any further observation. No additional information available.